Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore, no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed based on the reported high drain alarm. Device and service history reviews revealed that no issues were identified that may have contributed to the reported problem. The cause provided by the patient's nurse was a catheter issue. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center regarding a high drain / call pd nurse alarm that appeared on the homechoice (hc) displaying the last fill. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. Per hp, he did a manual drain in the last fill and drained out the 1620ml, and then turned off the hc machine. The hp wanted to be dry for the day. The tsr inquired if there were any alarms or discomfort. The hp stated no. The hp wanted to use the hc that night and if any problem would occur, hp would call baxter. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that earlier that day when the hp had the high drain alarm, he had felt like he was ''stuffed'' and he was in pain. The issue was resolved when he had drained out. The hp reported that he has been continuing therapy on the same hc cycler and there are no issues with the hc cycler. The hp added that he had discussed the issue with his nurse, who suggested that he might have a catheter blockage issue which was causing him to retain fluid during therapy, and when he sits up (re-positions), he drains out very well. The hp was planning on going to the clinic to have the catheter checked out. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.